Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative indicating that the lead will be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the hcp noticed the lead was bent when it was handed over to him in the field. He was unable to advance it down into the cannula. It occurred during the procedure so no known environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting and actions/interventions involved the doctor trying to correct the bent lead but was unable too, another lead was opened and advanced without issue. The issue is reported to be resolved. The new lead was implanted and performed as expected. Patient was not affected and this caused a delay in the case of approximately 3 minutes. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Analysis of the lead (lot # va1shu8) revealed that the proximal end connector was bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.